Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-059: improper storage conditions. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products did not resolve the initial concern. Customer stated that he had obtained a low control test result using the level two control solution; internal report reference number (B)(4).

Event description:
Consumer reported complaint for control result out of control range and high blood glucose test results. Blood glucose test results of concern and the customer's expected blood glucose test result range were not provided. The test strip lot manufacturer¿s expiration date is 04/25/2025; product storage and open vial date were not provided. The customer declined to perform control test and blood test during the call. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results.

Manufacturer narrative:
Sections with additional information as of 10-may-2024: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-059: improper storage conditions.